Manufacturer narrative:
(B)(4. A field service engineer (fse) was on-site to investigate the ventilator and download log files. Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The gas module passed all tests and when performing in ventilation mode, all function was found to be working according to specification. The received device log files could not unambiguously confirm the reported event.

Event description:
(B)(4).